Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on 25-feb-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 893029) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Lot number: 893029, manufacturing date: 2012-06, expiration date: 2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5099108 on 25-feb-2021. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. 893029) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and genital haemorrhage ("irregular bleeding"). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.